Manufacturer narrative:
The investigation into the aic - display issue has been completed since the original report was filed. The console was returned and tested after arriving in fs. The failure mode was reproduced. The root cause of the screen freeze was an aic software issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility planned to do an automated impella controller (aic) to aic transfer. When the new aic was turned on and set-up started, an alarm appeared stating "change purge cassette". There was no cassette in the aic. Then, the screen froze. The team restarted the aic and had no further issues. There was no patient harm related to this event.